Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating the faradrive sheath, with no catheter inserted, air was observed pulling through the valve. It was noted that when the catheter was inserted into the faradrive sheath, no air would pull into the line during aspiration. The procedure was completed successfully with the original sheath. No patient complications were reported. The faradrive sheath is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating the faradrive sheath, with no catheter inserted, air was observed pulling through the valve. It was noted that when the catheter was inserted into the faradrive sheath, no air would pull into the line during aspiration. The procedure was completed successfully with the original sheath. No patient complications were reported. The faradrive sheath is not expected to return for laboratory analysis as it was disposed. It was further reported that no abnormalities were noted during preparation or use of the sheath. A 20cc syringe was used to provide irrigation to the sheath. No air was seen in the patient. The guidewire was pulled back into the tip of the catheter. The sheath was advanced after inserting the guidewire.